Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 35.99 mcg/day via an implanted pump for non-malignant pain. The patient¿s ¿new¿ intrathecal medications were bupivacaine 1.25 mg/ml at 0.25 mg/day and dilaudid 0.25 mg/ml at 0.05 mg/day. It was reported the hcp could aspirate, but was unable to refill. She removed the medication and got 13 milliliters (mls) and expected 16 mls, and got back bubbles. The hcp did a reservoir rinse twice with preservative free normal saline and was able to aspirate what she put in. However, she went to fill with the medication and was only able to get 7 mls in the reservoir. The locked valve procedure was reviewed and to use a smaller (5 or 10 cc) syringe to force saline into the reservoir. The hcp would attempt the recommended troubleshooting and call back if needed. The event date was (B)(6) 2018. Patient symptoms were not reported. The hcp called back on the same day to confirm bridge bolus numbers. The old concentration was 500 mg/ml baclofen at 35 mg/day (0.07 ml/day and the hcp assumed the drug was actually 500 mcg, but was not certain of that. The new concentration was 250 mcg/ml at 50 mcg/day (0.2 ml/day. The duration of the bridge bolus was 185 hours and 8 minutes. Additional information was received from the hcp on (B)(6) 2018. It was reported that 15 ml were able to get in the reservoir, which was originally reported as 7 ml. There was no definitive answer/cause to only being able to get 15 ml in the reservoir. It was reported that there was a ¿possible locked valve¿ per the manufacturer¿s technical support. Troubleshooting/diagnostics performed consisted of calling the manufacturer¿s technical support for suggestions/recommendations. Actions/interventions taken to resolve the reduced reservoir capacity consisted of waiting 3 minutes before further attempting to inject on (B)(6) 2018. They then aspirated using a 5 ml syringe 3 times. They were able to inject 2 more ml after aspirating for a total of 15 ml. The 20 ml pump was filled with 15 ml. The patient¿s weight was reported. There were no further complications reported/anticipated.